Manufacturer narrative:
With the information available, it is unclear what, if any malfunction occurred. Invacare is reporting in an abundance of caution, it is not yet possible to determine the cause of the incident, this event occurred in the (B)(6) involving a action 2 ng wheelchair. Invacare is filing this report due to the myon wheelchair, is similar to the action 2 ng wheelchair. It has been requested the device be returned for an investigation. As of (B)(6) 2021, the wheelchair has not been received. It is not yet possible for invacare to determine the cause of the incident, should additional information become available, a supplemental record will be filed.

Event description:
The wheel on the action 2 ng wheelchair got caught on a table in the patients bedroom, and the wheelchair tipped over. The patient fell out of the wheelchair, and was taken to the hospital by ambulance where she was diagnosed with a broken hip.